Event description:
During IV attempt, the patient's arm was scratched by chloraprep while cleansing skin.====================== health professional's impression======================unsure - glass ampule within crushed and scratched the patient's skin through the sponge applicator. The item was inspected and no noticeable defects identified. Patient took chloraprep and would not return it to staff. Chloraprep applicator and packaging taken from facility by patient.